Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) phone call. A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced.

Event description:
The hospital reported that, during a case, the unit was alarming for positive end expiratory pressure high blockage. The clinician reportedly switched to manual mode of ventilation to complete the case. The hospital subsequently replaced various parts. Prior to patient use, the unit failed again during the preoperative checkout. There was no reported patient injury.